Manufacturer narrative:
This report will be updated if additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away at home. The local field representative was contacted by the physician to interrogate the device at the morgue and submit data to technical services to see if the time of death could be obtained and whether there were any arrhythmia events stored. The cause of death was unknown, pending completion of the autopsy. Available information showed that shock impedance measurements were out-of-range and the physician requested to know when the impedance was greater than 200 ohms. Technical services noted five episodes were stored on april 17 between 21:08 and 21:12. Two had shocks delivered. It was noted that the shock impedance was high, out-of-range at 138 ohms during one shock delivered on april 17, then was within range at 117 ohms when the next shock was delivered. The shock impedance was greater than 200 ohms on april 18, which is expected device behavior following a death. It was also noted that the device's internal clock was set back one hour on 24-feb-2020. Additional engineering review of the available data was performed. The battery information showed an approximate time to explant of 12 years. The last capacitor reformation occurred on 17 april 2021 with a normal/expected charge time of 8.9 seconds. The daily measurements for the last year indicated the pacing impedance measurements on the right ventricular (rv) lead were within normal/expected ranges and the shock impedance measurements also remained relatively stable (ranging between 60 ohms and 80 ohms) prior to the patient's reported date of death. It was noted that the daily shock impedance measurement increased to 87 ohms on (B)(6) 2021 at 17:57 and further increased to greater than 200 ohms on (B)(6) 2021 at 14:57. There were five (5) ventricular episodes recorded on the reported date of death. Two (2) of the 5 episodes involved therapy delivery and had electrograms (egms) available for review. The device's clock was last manually changed via a boston scientific programmer on 24 february 2020. At that time, the device's clock was reprogrammed from 10:54:39 to 09:57:02. The patient experienced a persistent ventricular arrhythmia that was appropriately detected and treated by the device with an atp burst and shock therapy. The shock impedance measurements on the rv lead remained between 60 ohms and 80 ohms prior to the patient's reported date of death. Delivered shock impedance measurements on 17 (B)(6) 2021 were 138 and 117 ohms respectively, and daily shock impedance measurements increased to 87 ohms on 17 april 2021 and to greater than 200 ohms on (B)(6) 2021. Based on review of the available data from this device's memory, the device functioned as expected per programmed parameters and design. There was no evidence of a product performance related issue with this patient's device-lead system prior to the patient's reported date of death (17 april 2021). The increased shock impedance measurements noted for the delivered shocks and daily measurements on (B)(6) 2021 and the daily shock impedance measurement of greater than 200 ohms on (B)(6) 2021 were likely related to changes in the patient's condition.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away at home. The local field representative was contacted by the physician to interrogate the device at the morgue and submit data to technical services to see if the time of death could be obtained and whether there were any arrhythmia events stored. The cause of death was unknown, pending completion of the autopsy. Available information showed that shock impedance measurements were out-of-range and the physician requested to know when the impedance was greater than 200 ohms. Technical services noted five episodes were stored on april 17 between 21:08 and 21:12. Two had shocks delivered. It was noted that the shock impedance was high, out-of-range at 138 ohms during one shock delivered on april 17, then was within range at 117 ohms when the next shock was delivered. The shock impedance was greater than 200 ohms on april 18, which is expected device behavior following a death. It was also noted that the device's internal clock was set back one hour on (B)(6) 2020.